Event description:
It was reported to boston scientific corp that an escape nitinol stone retrieval basket was used during a ureteroscopy procedure performed on (B) (6) 2009. According to the complainant, during the procedure, the basket opened but would not close. They used another escape nitinol stone retrieval basket to complete the case with no complications to the pt. The pt's condition at the conclusion of the procedure was reported to be "fine".

Manufacturer narrative:
The device has not been received for analysis. At this time we are unable to determine the relationship between the device and the cause for this event. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant info from that review, a supplemental medwatch will be filed. (B) (4).